Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available for return.

Event description:
On (B)(6) 2018 surgical procedure initially performed. It was confirmed no issue after procedure based on x ray. On (B)(6) 2018 during follow up, it was confirmed a piece of metal, so it was confirmed the instruments broken and remain in patient initial procedure.